Manufacturer narrative:
Hydraulic hoses.

Event description:
It was reported by svc report that the hydraulic hoses and hydraulic cylinder fill plug are leaking. No pt involvement or adverse consequences are reported.